Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol) due to extended charge times greater than 30 seconds. No adverse patient effects were reported. This device was to be replaced in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a replacement procedure and this product was explanted and replaced. It was stated that this product would not be returned.